Manufacturer narrative:
Initial reporter facility name: (B)(6) university medical college. Device evaluated by MFR: promus element,mr,ous 4.00x16mm stent delivery system catheter was returned for analysis. The stent returned damaged and dislodged from the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 16mm x 4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent got dislodged during procedure. A non-boston scientific balloon was used to remove the device within the catheter as a whole together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.